Event description:
**Update** (B)(4) 2013- sales rep reported revision surgery on the left hip. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2014.

Event description:
Litigation alleges patient had pain, loosened acetabular component, osteolysis, metallosis and need for aspiration of right hip after asr hip implants.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jun 11, 2017: product information were received and updated. Further review of the medical records that were previously received was done, it was stated that the patient was revised to address pain, presumably secondary to aseptic loosening of acetabular component of the right hip. On (B)(6) 2013, revision note stated that there was no evidence of implant loosening. This complaint was updated on: jun 23, 2017.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation alleges patient had pain, loosened acetabular component, osteolysis, metallosis and need for aspiration of right hip after asr hip implants. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.